Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and package supplier are in the process of initiating modifications.

Event description:
It was reported that the inner package was not fully sealed. No patient injury or delay in a procedure was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4). Corrective action has been initiated for the reported issue.